Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. The possible lot numbers given by the complainant were queried; there were no non-conformaces found against the lot. (B)(4).

Event description:
The hospital reported that the hs ii proximal seal system 3.8mm was tight. Hosp provided possible lot numbers 25096340, 25098272, 25099215.